Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was a heart attack with diabetes as the underlying cause. The caller stated that the customer had high or low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The customer had lost consciousness in the yard and was taken to hospital via ambulance. The caller declined to return the insulin pump for analysis.